Event description:
It was reported that after a surgical procedure the router broke off inside the associated attachment. It was also reported that there were no adverse consequences and no delays as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation if device is available for return.

Event description:
It was reported that after a surgical procedure the router broke off inside the associated attachment. It was also reported that there were no adverse consequences and no delays as a result of this event.

Manufacturer narrative:
D4: catalog number was unknown, updated to 5407fa2023. H6: the quality investigation is complete.